Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said he thinks the packaging has changed on this catheter; specifically, he said he thinks the plastic backing is no longer there, so it isn't waterproof. Per follow up information received on 05jan2026, pt provided lot no. Myan1753 and pt said the packaging had changed on the catheters and the packaging is not water or alcohol proof. They said they wants a technician from bard to call them to go over solutions because they think the catheters are no longer sterile, and he may also want to switch suppliers.

Event description:
It was reported that the patient said he thinks the packaging has changed on this catheter; specifically, he said he thinks the plastic backing is no longer there, so it isn't waterproof. Per follow up information received on 05jan2026, pt provided lot no. Myan1753 and pt said the packaging had changed on the catheters and the packaging is not water or alcohol proof. They said they wants a technician from bard to call them to go over solutions because they think the catheters are no longer sterile, and he may also want to switch suppliers.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. A labeling review was not performed because labeling could not have prevented the reported failure. The DHR review could not be completed because the provided lot number was invalid. No additional actions can be taken at this time. Correction: e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.